Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic following inappropriate defibrillation therapy. The device was interrogated and multiple noise episodes were recorded resulting in the inappropriate therapy. Provocative maneuvers were performed to reproduce the noise, and the device was reprogrammed to disable tachy therapies. The physician will continue to monitor the patient until a revision procedure is planned, the date of the procedure has not yet been scheduled. The patient was in stable condition.